Manufacturer narrative:
The insulin pump was received with intermittent blank display due to a damaged battery contact spring. Unable to verify the failed battery test alarm due to the blank display.

Event description:
The customer called to report a failed battery test alarm. Troubleshooting was performed, and the alarms continued. Advised that the insulin pump would be replaced. Nothing further was reported.